Event description:
It was reported that the elite colonovideoscope exhibited an error 315 (unsupported scope error). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record and historical complaints analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified.  The device was returned to olympus for inspection, and the initial report of error 315 (unsupported scope error) was confirmed.  Based on the results of the investigation, water invaded the scope connector during user handling, causing the electrical components to be damaged, and the error message e315 was displayed.  The events can be detected and prevented in accordance with the following sections of the instructions for use: chapter 3: preparation and inspection: the equipment prepared before using this endoscope and the procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, "troubleshooting." If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ warning: using an endoscope that is not functioning properly may compromise the patient or operator safety and may result in more severe equipment damage. Chapter 5: troubleshooting: the countermeasures against trouble are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection,"  do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair, as described in section 5.4, ¿returning the endoscope for repair." Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, the following non-reportable malfunctions were found during the device evaluation: the video connector was immersed and the leakage check label was discolored; due to a pinhole on the bending section cover, water tightness was lost; the insertion tube was abnormally bent during angulation; there was a snowflake in the image due to a defective charged couple device (ccd); there were stripes in the image occasionally during angulation due to a defective ccd unit; the bending section cover was immersed; the light guide tube was slightly damaged; due to wear of the angle wire, the bending angle in the down direction did not meet the standard value; and the scope cover unit had corrosion due to water leakage. Olympus will continue to monitor the field performance of this device.